Event description:
It was reported that the customer's insulin pump would not stop priming and insulin was squirting out during the manual prime. The customer was not wearing the insulin pump during priming. Her blood glucose was 200 mg/dl. The customer then stated the buttons were not working. It was unknown whether the insulin pump had been wet. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened act keypad dome. Other testing could not be carried out, due to keypad anomaly. The insulin pump was received with minor scratches on the lcd window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a cracked reservoir tube. (B)(4).